Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl; cause was unknown. Customer consumed juice to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.